Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient¿s ipg was explanted and replaced on (B)(6) 2026. The reason for replacement is unknown. Reportedly, therapy was confirmed post op.